Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level rose rapidly and unexpectedly to 350 mg/dl. The bg level was addressed with a bolus delivery via the pump. The customer changed all pump supplies, and resumed pump therapy.